Manufacturer narrative:
Device analysis: device was received in its original sealed packaging. During the visual inspection of the device, it was observed a black particle of 0.4mm, irregular shape and rough morphology. The black particle was sent to an external laboratory for analysis, however, the report obtained from the laboratory is inconclusive as to the source of the particle. The particle is not considered as a workmanship since it is within specification.

Event description:
Healthcare professional reported "foreign material found in product before the insertion. No contact with patient."

Manufacturer narrative:
A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Device labeling: do not implant any device that appears to have particulate contamination, nicks or leaks. A sterile back-up tissue expander must be readily available at the time of surgery.

Event description:
Healthcare professional reported "foreign material found in product before te insertion. No contact with patient."